Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. The device was received for evaluation with a minicap attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The transfer set was connected and disconnected using the returned mini cap and an in-lab beige connector and no issues were observed. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicaptransfer set and ultrabag. The patient could not disconnect the ultrabag from the transfer set. A very small plastic came out when the patient tried to disconnect the transfer set from the ultrabag connection. This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.